Event description:
It was reported that on (B)(6) 2026, a 24mm amplatzer post-infarct muscular vsd occluder was chosen for a post-myocardial infarction ventricular septal defect (post-mi vsd). During deployment, the device deformed into a cobra shape. They retrieved the device outside the body and tried to release it again. They tried two times but the result was still the same. Therefore, the device was replaced with another 24mm amplatzer post-infarct muscular vsd occluder and successfully implanted in the patient. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.